Event description:
A report received from the USA stated that an 840 ventilator intermittently experiences a blank gui display and non-cycling on ventilator power-up. The ventilator was not being used on a patient at the time the event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the power supply. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).